Event description:
Upon further review, healthcare professional reported "left implant was intact upon explantation". There is no complaint against the device. This record is no longer reportable to the FDA.

Manufacturer narrative:
Device was found to be intact at the time of explant. There is no complaint against the device. Record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.